Event description:
Discrepant advia centaur xp tni results were obtained on pt samples. The results were reported to the physician(s). The samples were retested and corrected results were reported. There was no report of pt intervention or adverse health consequences due to the discrepant tni results.

Event description:
Discrepant advia centaur xp tni results were obtained on pt samples. The results were reported to the physician(s). The samples were retested and corrected results were reported. There was no report of pt intervention or adverse health consequences due to the discrepant tni results.

Event description:
Discrepant advia centaur xp tni results were obtained on pt samples. The results were reported to the physician(s). The samples were retested and corrected results were reported. There was no report of pt intervention or adverse health consequences due to the discrepant tni results.

Event description:
Discrepant advia centaur xp tni results were obtained on pt samples. The results were reported to the physician(s). The samples were retested and corrected results were reported. There was no report of pt intervention or adverse health consequences due to the discrepant tni results.

Event description:
Discrepant advia centaur xp tni results were obtained on pt samples. The results were reported to the physician(s). The samples were retested and corrected results were reported. There was no report of pt intervention or adverse health consequences due to the discrepant tni results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicates that the cause for the discrepant tni results was due to a dirty rinse station #2 and a hairline crack in wash 1 tubing. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Discrepant advia centaur xp tni results were obtained on pt samples. The results were reported to the physician(s). The samples were retested and corrected results were reported. There was no report of pt intervention or adverse health consequences due to the discrepant tni results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant tni results was due to a dirty rinse station #2 and a hairline crack in wash 1 tubing. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant tni results was due to a dirty rinse station #2 and a hairline crack in wash 1 tubing. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant tni results was due to a dirty rinse station #2 and a hairline crack in wash 1 tubing. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant tni results was due to a dirty rinse station #2 and a hairline crack in wash 1 tubing. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant tni results was due to a dirty rinse station #2 and a hairline crack in wash 1 tubing. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.